Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the ICD exhibited non-sustained ventricular oversensing episodes attributed to myopotentials. No adverse consequences were reported.